Event description:
As reported, during a laparoscopic inguinal hernia repair procedure, the sorbafix enhanced fixation device was used to fixate the 3dmax light mesh. It was reported that the device didn't fixate the mesh while deploying 1st fastener. The loose fastener was removed from the patient body. A foreign white object was found in the abdominal cavity and removed. The procedure was completed by suturing the mesh using needle thread and surgeon was an experienced user. There was no reported patient injury.

Manufacturer narrative:
As reported, sorbafix enhanced fixation device failed to fixate mesh. A foreign body was noted in the patient that was white in color. The surgeon thought this could be from the fixation device. Evaluation of the returned sorbafix confirmed the fasteners would not fixate in simulated use testing. The firing mechanism was found to be out of synchronization. This is not indicative of the as manufactured condition and out of sync condition could result from forces applied in use. The unit was disassembled, and all components attached with no missing fragments. A definitive root cause cannot be determined at this time. Analysis of the foreign body identified a small piece of rubber white in color. This material is not a component of the sorbafix device. It appears consistent with a rubber gasket that may be found on a trocar/cannula. This fragment may have entered the op site when the sorbafix was placed through the cannula. Review of manufacturing records confirms product lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot (B)(4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.